Event description:
The patient was undergoing a thrombectomy procedure in the left m2 inferior trunk of the middle cerebral artery (mca) and in the internal carotid artery (ica) using a velocity delivery microcatheter (velocity), a penumbra system ace 68 reperfusion catheter (ace68) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while retracting the velocity into an ace68, the velocity broke while partially in the mca/ica and the other part of the velocity was within the neuron max. Subsequently, the physician used a new velocity to wedge the broken part of the velocity that was within the neuron max and removed neuron max and the broken portion of the velocity together. The procedure was completed using the same ace68 and a non-penumbra stent retriever; however, recanalization was not achieved. It was reported that the patient¿s condition worsened due to an additional infarction in the acha-territory, most likely due to a new embolic event that was noted during a follow-up MRI. The relationship between the broken velocity and the new infarct is unknown.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 06/09/2021: please note that the following statement in section h. Box 10./11. Narrative/corrected data was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-01011. Section h. Box 6. Patient code 2: 4581 - appropriate code not available to describe "infarction in the acha-territory". Evaluation of the returned velocity confirmed a fracture on the proximal shaft. If the device is forcefully retracted against resistance, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalizations on the distal shaft. This damage may have contributed to resistance experienced while retracting during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. (B)(4).

Event description:
The patient was undergoing a thrombectomy procedure in the left m2 inferior trunk of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the velocity broke off in the patient¿s vessel. Therefore, the velocity was removed. The procedure was completed using the same ace68 and a non-penumbra stent retriever; however, recanalization was not achieved. It was reported that the patient¿s condition worsened due to an additional infarction in the acha-territory, most likely due to a new embolic event. The relationship between the broken velocity and the new infarct is unknown.